Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and the pump touch screen was delayed in responding to presses. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of "low" to 50 mg/dl. Cause was not known. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.